Event description:
The customer observed false nonreactive alinity I syphilis tp results which negative on tppa, mindray and colloidal gold for a patient. The results provided were for: initial=0.98 s/co (< 1.00 s/co=nonreactive) /repeated after centrifugation=0.92 s/co colloidal gold method=positive (actual results not provided) mindray platform=2.18 s/co (positive) tppa=threshold value (no actual results provided) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-21 / 31 with 510k/PMA/bla number k153730.